Manufacturer narrative:
(B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter, "one of the consultants in interventional radiology is having issues with 5ml luer slip emerald syringes. They use an accustick ((B)(4)) set and when drawing up urine with the needle in the pack using a 5ml luer slip emerald there is leakage at the connection. The consultant said that this was not an issue with 5ml luer slip plastipak and was wondering if they could get stock of this instead. This problem with leakage happens every time they use the device for drawing up during this procedure."

Event description:
It was reported that leakage occurred with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter, "one of the consultants in interventional radiology is having issues with 5ml luer slip emerald syringes. They use an accustick (moo1207020) set and when drawing up urine with the needle in the pack using a 5ml luer slip emerald there is leakage at the connection. The consultant said that this was not an issue with 5ml luer slip plastipak and was wondering if they could get stock of this instead. This problem with leakage happens every time they use the device for drawing up during this procedure."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 307731 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. As a lot# was not reported a DHR could not be completed.